Event description:
The tibial component was revised for wear.

Manufacturer narrative:
The tibial component cannot be evaluated for reported wear as it has not been returned for evaluation, but was discarded by the hospital. A review of the device history records for the component found that no discrepancies were reported during mfg.